Event description:
A malfunction on the pump was reported by the caller with a specific malfunction code displayed. There was no adverse impact to the customer¿s blood glucose level. The customer was unable to complete a pump reset during the call, but was provided with pump reset information and planned to attempt the reset independently, with the option to call back if further assistance was needed.